Event description:
It was reported that during a procedure at the user facility the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during a procedure at the user facility the tip of the device was found to be broken off. No patient involvement or procedural delays were reported with this event.